Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements detected via the patient¿s remote monitoring system. A gradual increase in the shock impedance measurements and a gradual decrease in the rv pace impedance measurements were noted as well. Additional information received indicated that the cause of the observation was unknown at this time. Subsequently, the patient was scheduled to undergo an x-ray prior to a scheduled device check in a month. In the meantime, the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation could not be confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the shock impedance measurement had gradually increased over many years, reaching 189 ohms. A defibrillation threshold (dft) test was performed and failed at 31j. Further, a fluoroscopy did not reveal any damage to the lead. A revision procedure was performed and the lead and device were explanted. A new system was implanted. No additional adverse patient effects were reported during the procedure.

Event description:
Subsequent information received indicated that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out-of-range shock lead impedance measurements. Boston scientific technical services (ts) indicated that the recent daily measurements showed the shock impedance to be in the 130 ohms range. Ts advised an in-clinic evaluation with commanded shocks. Additional information obtained from a local field representative indicated that the patient has not shown up for scheduled clinic checks, and thus, could not provide further information. At this time, the system remains in service. No adverse patient effects were reported.